Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, the device was not detected on bus. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay to patient care and adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es, the device was not detected on bus. The customer stated that this malfunction occurred while dispensing medication to patients. There were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer controller and pyxibus controller board was defective. A field service engineer found no light emitting diodes were lit, hence fse replaced the drawer controller and pyxibus controller board. The system functioned as intended after the field service engineer repaired the device.